Event description:
It was reported that device entrapment occurred. The 70% stenosed target lesion was located in the mildly calcified circumflex artery. A 4.00 x 12mm synergy xd drug eluting stent was advanced for treatment. The balloon was inflated at 12 atmospheres for 20-30 seconds, the stent was deployed but the balloon would not come out. However, the balloon was deflated but it could not be removed and was stuck on the wire. So physician had to pull out everything. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
H3 product analysis anticipated but not begun

Event description:
It was reported that device entrapment occurred. The 70% stenosed target lesion was located in the mildly calcified circumflex artery. A 4.00 x 12mm synergy xd drug eluting stent was advanced for treatment. The balloon was inflated at 12 atmospheres for 20-30 seconds, the stent was deployed but the balloon would not come out. However, the balloon was deflated but it could not be removed and was stuck on the wire. So physician had to pull out everything. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: a synergy xd mr us 4.00 x 12mm stent delivery system (sds) was returned for analysis. Visual/tactile inspection revealed no issues identified with the hypotube shaft. Microscopic analysis revealed that there was no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. The inner lumen was stretched and bunched, 4.6cm proximally from the bumper tip of the device. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. The device was returned attached to a 0.0140'' test guidewire. H3 product analysis anticipated but not begun.